Event description:
It is reported that the pt is alleging harm caused by the device, however, the nature of the harm is unknown at this time.

Manufacturer narrative:
The primary operative note provided states that excellent restoration of alignment, stability and motion was achieved with the trial components. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A root cause for this event cannot be definitively determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.